Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a pt. Upon the delivery of one of the shocks to the pt, an arc was observed emanating from the side of the anterior pad. The pt received a small crescent shaped burn to the anterior chest that was about four cm in length. The pt's burn was treated with silvadene creme. There was no other adverse effect to the pt as a result of the reported malfunction.